Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was an electrical problem of a burnt smell with the universal battery charger (ubc). The ubc was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿electrical problem on universal battery charger (ubc)¿ was confirmed with the returned universal battery charger (serial # (B)(6)). The evaluation determined damaged components on the power supply circuit board that indicate an electrical overload condition. Replacement of the damaged components was unsuccessful. During the attempt the circuit board was damaged, and further troubleshooting could not be performed. A root cause of the overloaded condition that damaged the power supply circuit board could not be determined during the evaluation. Preventative maintenance and repair were performed. The unit passed all testing per procedure. The universal battery charger was returned to the rental pool. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use and the heartmate 3 instructions for use. Section 3, power the system, description of battery charger pocket lights and their meaning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that one fuse and the motherboard on the ubc were broken.